Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided.

Event description:
The customer reported that a multi-measurement module (mms) spontaneously fell off the monitor and missed the patient¿s head by inches. The device was in clinical use at the time the issue was reported. There was no adverse event or patient harm reported.